Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the facility. The lamp had exceeded 500 hours and the fse replaced the lamp, and a function test was carried out. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon lamp displayed error e102 (the light source has broken down). There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, as the device was not returned for evaluation the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.